Manufacturer narrative:
Contacted customer requesting for patient information and event date, but no response received.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. It is unknown if the unit was in use on patient, but the customer reported there was no patient harm.